Event description:
It was reported that during an unknown procedure the hand pieces were having intermittent activation issues and the connectors are broken. Case completions unknown. No patient consequence.